Event description:
It was reported that unspecified bd infusion set had air in line the following information was received by the initial reporter with the following verbatim it was reported by customer that that clinicians reported experiencing air-in-line alarms with and without visible air noted in the IV set. To troubleshoot, staff will close the roller clamp, remove the IV set from the pump module and ¿flick¿ the tubing or attach a syringe to distal port on the IV set and aspirate the fluid to remove the air. No patient harm reported. No other details provided. Cpc reviewed best practices for reducing air-in-line alarms, location of air-in-line detector, and IV set loading with clinicians.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.